Event description:
It was reported that during an esophagojejunostomy procedure, the device was fired and anastomosis looked good. When the anastomosis was tested, an enormous air leak was found. The surgeon inspected the stapleline and saw "staples hanging unformed" on part of the stapleline. No bleeding was noted. The exposure was not good enough to restaple, so case was completed by surgeon performing an ivor lewis esophagectomy procedure. The case took an additional 3-4 additional hours to complete. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Results: uncut washer - blemished, incomplete firing cycle. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale. It the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.